Event description:
Noise was reported on far field and rv signal. Oversensing of noise and/or t waves leading to vf detection but no shock delivered. Recommended full lead evaluation in person and discussion with physician. Lead remains implanted. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.